Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone throughout the full volume range. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The piece is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.